Event description:
After getting er1 messages, the rptr compared his strip to the color chart on the bottle. He found that his strip was normally at either the darkest or the second to darkest on the chart. He did not do anything out of the oridnary. He did not feel his readings were quite as high as the darkest oval. He did a control solution test and the reading was within the range.